Event description:
It was reported to an aci sales professional that a pt underwent a coronary diagnostic procedure (exact date unk). Access was obtained via a 6f sheath. Following the procedure, a physician trained to the mynx, chose the device for femoral arterial closure. Hemostasis was achieved successfully and the pt was discharged home without any complications. Later (exact date unk) the pt returned with groin pain which was reportedly caused by a pseudoaneurysm (psa). The surgeon opted to surgically repair the pseudoaneurysm due to its size (exact size unk). The pt has been discharged home and is reported to be doing fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the root cause of the reported pseudoaneurysm could not be determined. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.